Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated during urgent follow-up on (B)(6) 2002. Customer's condition improved and he did not have any diabetic symptoms. Customer's wife stated that she took him to the hospital on (B)(6) 2020 after initial call due to symptoms and glucose result of hi. Customer was admitted on (B)(6) 2020 and was discharged later that night. The customer's blood glucose test result at the hospital was 430 mg/dl. Customer was diagnosed with hyperglycemia and high blood pressure. Wife was not sure of the exact treatment but stated the customer had received an IV. At discharge, customer did not receive any new medication. Customer did not perform any additional blood tests using the truemetrix meter. Note: during follow-up call on 02-mar-2020, the customer's wife stated that customer was comfortable using the truemetrix meter and it was working as intended.

Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. At the time of the call, the customer reported symptoms of frequent thirst, frequent urination and slurred speech. Customer's wife stated that "he looks like he is going to pass out." Customer could not continue with the troubleshooting process and no further information was able to be obtained.

Manufacturer narrative:
Corrected sections as of 30-mar-2020: h10: corrected date on note of "25-feb-2002" to "25-feb-2020". Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated during urgent follow-up on (B)(6) 2020 that condition improved and he did not have any diabetic symptoms. Customer's wife stated that she took him to the hospital on (B)(6) 2020 after initial call due to symptoms and glucose result of hi. Customer was admitted on (B)(6) 2020 and was discharged later that night. The customer's blood glucose test result at the hospital was 430 mg/dl. Customer was diagnosed with hyperglycemia and high blood pressure. Wife was not sure of the exact treatment but stated the customer had received an IV. At discharge, customer did not receive any new medication. Customer did not perform any additional blood tests using the truemetrix meter. Sections with additional information as of 30-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.